Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a female pt was admitted in 2009, to box hill hosp with severe chest pain. An angiogram showed stent thrombosis within the two xience v stents (3.5x12mm and 2.5x15mm) implanted about 4 months prior in the left anterior descending (lad) and diagonal coronary arteries. The pt commenced on tirofiban therapy. The pt was initially transferred to alfred hosp for surgery; a decision was made not to treat surgically; but to perform another ptca intervention. A re-angiogram at the hosp was performed at about 2 days later, and again on the 4th day. Thrombus was still present in the lad/dx. Another company's stent was implanted in the lad. The pt had been continually taking plavix prior to event. The pt is stable after receiving treatment. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - angina and thrombosis, as noted in the IFU, are known adverse events associated with coronary stenting. Angina, thrombosis, and hospitalization are listed in the risk assessment as no-fault post-procedure complications. In this case, it is possible that the angina was a secondary effect of the thrombosis, which required hospitalization and treatment with medications, the use of a thrombectomy catheter, and the implantation of an additional drug eluting stent. The second xience v everolimus eluting coronary stent system being filed under the same MFR number.